Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID 9735773 and product ID 9735787 a medtronic representative went to the site to test the equipment. Hardware parts were replaced and the system then performed as intended. Codes b01, c02, and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's camera cart was powering down at random. Issue discovered outside of a case and there was no patient present. Additional information was received. It was reported that they system was plugged into a known working outlet when it was powering down.

Manufacturer narrative:
H3/h6: the battery was returned to the manufacturer for analysis. Analysis found that the battery was tested (52.66v) with the accom panying uninterruptible power supply (ups) ups for a 24hr period. The ups was then unplugged from main power and shut down immediately. The battery showed signs of leakage and was then tested for dead cells. The battery did test to have dead cells at the area of l eakage. Codes b01, c02 and d02 apply to this analysis. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the ups was tested with the accompanying battery for a 24hr period. The ups shut down when unplugged from main power due to the battery showing signs of leakage and testing for dead cells. The ups was then tested with a known good battery and tested with no issues. The ups was then unplugged from main power and continued to run under known good battery's power for the set 11.5 minutes before the ups shut down as programed. No failures were found. Codes b01, c19 and d14 apply to this analysis. The lot number of product ID: 9735787 was received. The lot number is: s20030038. The lot number of product ID: 9735773 was received. The lot number is: 1951. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.